Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced seizure, a loss of consciousness and was unable to self-treat. A reading of 44mg/dl was obtained on a competitor brand meter and customer was administered glucagon injection by non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.